Event description:
Per the info provided to co by the physician's office, the device was removed due to "malfunction", secondary to "tubes broken at connector(s)". As reported to co, the entire mentor mfg 3-piece inflatable penile prosthesis was removed and replaced with another mentor 3-piece device.